Event description:
The customer reported via phone call that she had issues with her infusion sets and high blood glucose. Customer's blood glucose was 502 mg/dl at the time of the incident. Customer's current blood glucose was 124 mg/dl. Customer feels that the scar tissue may be the issue. Customer was advised to call back for insertion assistance.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.